Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-29 h6: investigation summary bd received approximately 150 samples for investigation of material # 367812, batch # 0143982. Thirty (30) of the returned samples were evaluated by draw testing and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10

Event description:
It was reported the bd vacutainer® serum blood collection tubes experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: verbiage received via pir, - "message from customer they are indicating the issue is with 5ml and 4 ml tubes. We have found a bad lot number of bd red top tubes: lot number 0143982, expiration date 09-30-2021. The tubes are 4ml tubes and are pulling only about 2 mls or less. They may cause phlebotomists to think the patient stick is bad or needle has to be readjusted since blood is not flowing and could cause a restick. We have pulled the tubes off the shelf. We have them quarantined but not sure if they are in other places throughout the facility. Additional comments on 5 ml."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported the bd vacutainer® serum blood collection tubes experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: verbiage received via pir, - "message from customer they are indicating the issue is with 5ml and 4 ml tubes. We have found a bad lot number of bd red top tubes: lot number 0143982, expiration date 09-30-2021. The tubes are 4ml tubes and are pulling only about 2 mls or less. They may cause phlebotomists to think the patient stick is bad or needle has to be readjusted since blood is not flowing and could cause a restick. We have pulled the tubes off the shelf. We have them quarantined but not sure if they are in other places throughout the facility. Additional comments on 5 ml."